Event description:
It was reported that the pt is hearing and is using her speech processor. However, she has been having some difficulties with her hearing and there has been a decrease of performance. During an implant check, the device was tested and it was seen that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.